Event description:
The customer reported that the ventilator shut down and alarmed during use due to a loss of power. The customer reported there was no patient harm. The ventilator event log has been erased therefore review of the log could not identify if the ventilator was running on the internal battery before the loss of power. The ventilator was returned to the manufacturer for analysis. Evaluation of the ventilator revealed the ventilator operated to specifications when running via ac power. When ac power was removed, the ventilator attempted to switch to internal battery but alarmed to due a loss of power because the internal battery was depleted. The internal battery was charged and performed to specifications. The customer reported problem was caused by the device being powered via internal backup battery which depleted during operation. This event is being reported as an MDR due to the user's failure to maintain the battery, allowing the battery to deplete during operation.

Manufacturer narrative:
Additional product code: nou.